Event description:
Approx 12 mos after implant, the pt experienced a return of dystonia symptoms. The pt was seen in clinic. The deep brain stimulator was in a power on reset condition. The device was reprogrammed with the physician programmer, but returned to a power on reset condition a few hrs later. The stimulator was programmed for continuous usage, amplitude 3.0 volts on 1 electrode. The device was replaced. The pt outcome was reported as 'no injury'.

Manufacturer narrative:
The deep brain stimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.